Event description:
It was reported to philips healthcare that the heartstart mrx failed to discharge during pt event. There was no reported impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.